Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03225. It was reported the patient was experiencing discomfort due to one of the scs leads becoming superficial. As a result, the patient underwent surgical intervention on 11/03/2014 during which, the lead was repositioned deeper. The issues resolved with the surgical intervention.